Event description:
The pt's mother reported that the down arrow button on the keypad would not respond to button presses.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.